Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer was being contacted in regard multiple excessive no delivery issues customer has had since 2010. Customer's mother was reached and was unable to answer questions in regard to issues. Customer's mother did state she was in the process of switching companies due to all of the issues. No further information reported.